Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during neurovascular planned procedure was performed when the issue happened. The procedure was completed by restarting the system with a delay of less than 20 mins. The philips field service engineer (fse) examined the system on-site and confirmed that reported problem. After reviewing log, fse has confirmed that the equipment encountered an error in the adu module, which prevented the emission of the x-ray. To resolve the problem, fse resolved the issue by changing the adu module. After changing the adu module, the system was confirmed to meet specifications and returned to use. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information the procedure completed by same allura system. The procedure was completed as planned by restarting the device. If a loss of live image occurs during a procedure, a restart warm or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure with minimum delay. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.